Manufacturer narrative:
The account stated that after investigating, the issue was found to be user error. No repair needed.

Event description:
The account alleged the bed exit and scale had errors or would not function properly. No injury reported.